Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8281946. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were six (6) notifications [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle shield was difficult to remove from the syringe during use, and upon finally pulling it off, the needle and hub came off as well. The consumer reported 2 occurrences of this event, and this complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: consumer reported when he pulled the needle shield from the syringe needle came off along with the hub. Consumer also reported he had hard time removing the some of the needle shields from the syringes.